Event description:
It was reported that the patient was experiencing an increase in seizures and that the generator was at ifi - yes. It was unknown whether or not the seizures were an increase above the patient's pre-vns baseline frequency. The patient was referred for generator replacement. Clinic notes dated (B)(6) 2014 note that the patient was experiencing increased seizure activity. The device settings were changed from 2.5ma output current to 2.75ma and 3 minutes off to 1.8 minutes off. Clinic notes dated (B)(6) 2015 note that the patient was experiencing an increase in her "left temporal lobe seizures". It was noted that previously the patient was experiencing 2-3 seizures per year of the larger events and now she is having 2-3 per week. The ifi indicator was yes and the patient was referred for surgery. The physician reported that the increase in seizures are possibly related to the generator's low battery. There were no programming changes, medication changes, or other external factors that preceded the onset of the increase in seizures. The patient underwent generator replacement on (B)(6) 2015 due to ifi - yes, prophylactic reasons. The generator was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Product analysis for the patient's m104 device was completed and approved on 02/25/2015. In the analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Diagnostic values indicated that the output current reported low (2.50ma) with the device programmed to 2.75ma. However, the measured output signal amplitude (both prior to (11.05v) and after the monitoring test (11.11v) demonstrates that the generator is able to deliver the programmed 2.75ma (with a 4k ohm load calculated output 11.00v +/- 10%) despite the warning message of a low output condition. This event has been previously investigated. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. However, the battery, 2.756 volts as measured during completion of test parameter of the final electrical test, shows an ifi=yes condition. A battery life calculation resulted in 1.8 years remaining before the near-end-of-service (neos) flag would be set to a neos=yes condition. Other than the noted event (diag low ma), there were no additional performance or any other type of adverse conditions found with the pulse generator.